Event description:
It was reported that there was an unknown substance on the system 7 v-notch sagittal saw during set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that there was an unknown substance on the system 7 v-notch sagittal saw during set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, leaking, was not confirmed. During the inspection the service tech, mechanical engineer, and diagnostic engineer were not able to observe the reported comment, and the device met all qip and performance specifications regarding the reported event. Although the service tech was not able to confirm any signs of leaking, per visual the blade mount did have rust/corrosion spots on it requiring the sag head be replaced. Both leaking and corrosion complaints are likely due to a user issue and not as a result of a product failure. Although there was not a confirmed component failure regarding this leaking reported event or the corrosion that was found, a cause most often identified in relation to leaking and corrosion is not sufficiently drying the handpiece after the wash cycle. The presence of a substance on or being emitted from the handpiece can be caused or contributed to by fluid inside of the device. Corrosion or a substance inside or leaking from the handpiece each may be the result of improper cleaning and sterilization practices (not following recommended cleaning and sterilization methods) at the account site.